Manufacturer narrative:
The reported event was device explant due to patient feeling discomfort. Interrogation results indicated no telemetry. Longevity assessment was acceptable, visual screen acceptable, preliminary test results acceptable.

Event description:
It was reported that a patient presented with their implantable cardiac monitor (icm) at end of life. The patient felt discomfort from the icm. The physician elected to explant the icm. The patient condition was not known.